Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0202417829, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 550ml, flow rate: 6.4 ml/hr, procedure: knee replacement, cathplace: asku leg. A report was received stating a patient's husband reported that the female patient experienced shortness of breath, metallic taste during the use of a medication infusion pump. The patient called with extreme shortness of breath and complained of a metal taste in her mouth. The patient was instructed to clamp the pump and go the emergency room (ER) immediately. Once in the ER the patient received a CT scan. The patient was intubated and transferred to the intensive care unit. Additional information received 04-aug-2016 from the patient's family member stating the patient had knee replacement surgery on the morning of (B)(6) 2016, and then started having symptoms of shortness of breath, difficulty breathing, and metallic taste in mouth on (B)(6) 2016 in the morning. The patient was sent to the ER right away and was diagnosed with pneumonia and acute copd and was admitted in the hospital since (B)(6) 2016. During the time, the family member clamped off the infusion from the device for about an hour, but the patient's symptoms were not getting better so the family member turned the infusion back on to 4 ml/hr. The ER staff removed the device at a later time. Additional information received 11-aug-2016 stated patient is still hospitalized and on the ventilator.

Manufacturer narrative:
The pump was returned empty. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable rates. Flow accuracy testing was performed with the (select-a-flow) saf set to 14ml-hr. After 21.5 hours of testing the pump yielded a flow rate of 12.19ml/hr which is within specification with a +/-20% tolerance. Pressure pot testing was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 8.25psi. The saf flow rate 2ml/hr yielded a flow rate of 2.03ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.82ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.43ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 13.06ml/hr which is within specifications with a +/- 20% tolerance. The evaluation summary concludes that a fast flow was not observed. The pump infused at all selectable rates when the pinch clamp was opened. During flow accuracy testing the pump had a flow rate what was within specification with a +/- 20% tolerance. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The root cause of the reported reaction incident is unknown. The pump was returned for analysis and during sample evaluation, fast flow was not observed. The pump met specification during sample evaluation testing. Review of the device history record (DHR) identified no issues observed during the manufacturing process which would have contributed to the incident observed. In addition, the production lot met all manufacturing and quality specifications according to the DHR review. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).